Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's aunt (who is also a medtronic employee) reported via phone call that he was hospitalized due to an insulin pump malfunction. No further details were provided, and no products were returned or replaced.